Event description:
The customer reported that the image would disappear when moving the cable of the subject device. The intended therapeutic urology procedure was completed with no patient or user injury reported due to the event.

Manufacturer narrative:
The suspect device is expected to be returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. The suspect device is expected to be returned to olympus for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a distorted image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented, to provide additional information received from the customer and the evaluation of the device. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the camera head presented a distorted image, with vertical lines and interference, due to several deformed spots on the cable. In addition, service found the button casing, autoclave plates and ring were worn. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information received, from the customer: the reported issue (image would disappear, when moving the cable of the subject device) occurred, during the procedure. The same device was used to complete the intended procedure.